Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of errors codes occurring. The printed circuit board (pcb) was reset and an update was carried out. The hanger assembly was broken. The capacitor was damaged on main pcb. The lower case was broken. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) experienced an error. The device returned into service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.